Event description:
In 2008, the patient reported that she pulled her insulin cartridge from the infusion device causing the plunger of the cartridge to become stuck to the piston rod. A half of a cartridge of insulin spilled into the cartridge compartment of the infusion device. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.